Manufacturer narrative:
Sc-1132, sn (B)(4): device evaluation indicated that the device passed all tests performed. Sc-8336-50, sn (B)(4): device evaluation indicated that visual inspection found the lead was cleanly cut during the explant.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8336-50. (B)(4). Batch/lot number: 7005415. Model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure.